Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer stated that they had eaten to prevent the low blood glucose and does not know why their blood glucose levels dropped. The customer stated that they think their insulin is expired. The customer was treated for the low blood glucose with food and juice. The customer changed the insulin and the insulin pump worked fine. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.